Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a accumax trac 200 laser fiber was used during a ureterolithotripsy procedure on (B)(6) 2019. According to the complainant the physician connected the fiber with the machine, but the connector was hot. Reportedly, there was no injury to the physician. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1437 has been selected represent the reportable even of fiber connector overheating. Block h10: one accumax laser fiber was returned in one piece. The fiber measures approximately 314.2 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that there was a fracture within the connector prior to laser energy passing through the device. It is likely that due to the fracture within the connector that the laser energy damaged the connector, causing the reported overheating issue and confirming the complaint. The conclusion code selected for the complaint is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a accumax trac 200 laser fiber was used during a ureterolithotripsy procedure on (B)(6) 2019. According to the complainant the physician connected the fiber with the machine, but the connector was hot. Reportedly, there was no injury to the physician. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.